Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no migraine history prior to implantation. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal and heavy menstrual bleeding, prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("severe migraines with no migraine history prior to implantation"), alopecia ("hair loss") and memory impairment ("memory loss"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy in order to have the essure device removed). At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and memory impairment outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and memory impairment to be related to essure. The reporter commented: over the past several years plaintiff complained about those symptoms to her healthcare providers including staff at the office of the physician who had implanted the device, and ultimately in 2016, physician advised her that he concluded her symptoms were related to her essure implant. Since the removal surgery most of the symptoms had resolved but some remain (unspecified) . Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe lower abdominal pain, amongst non-serious events. Approximately nine years after essure insertion, plaintiff underwent total hysterectomy in order to have her coils removed. Abdominal pain lower is anticipated in the reference safety information for essure. During essure therapy, abdominal pain lower may occur. Considering the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ lower abdominal pain(constant pain, severe)") and pelvic pain ("pain/ pelvic pain(constant pain, severe)") in a 28-year-old female patient who had essure (batch no. 628440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2009.), add, multiple allergies, anemia, chickenpox, eye disorder, headache, migraine and ovarian cyst. She denied of smoking alcohol use. Previously administered products included for an unreported indication: nuvaring from 2004 to 1-sep-2008, marcaine and epinephrine. Concurrent conditions included body mass index normal. Family history included arthritis (maternal grandmother), bladder disorder (maternal grandmother), blood transfusion (maternal grandmother), clot blood (maternal grandmother), chronic obstructive lung disease (maternal grandmother), hypercholesterolemia (maternal grandmother) and neoplastic meningitis (father). Concomitant products included norethisterone (micronor) from (B)(6) 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 14 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal and heavy menstrual bleeding, prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("severe migraines with no migraine history prior to implantation"), the second episode of alopecia ("hair loss"), amnesia ("memory loss"), adnexa uteri pain ("pain in the tubal area that gets worse with periods"), coital bleeding ("most severe heavy bleeding cycles and worst during sex") and pain ("hurts from head to toe"). The patient was treated with analgesics, surgery (on (B)(6) 2016 total hysterectomy in order to have the essure device removed) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain and dyspareunia was resolving, the dysmenorrhoea, back pain, migraine, the last episode of alopecia, amnesia, tooth disorder, headache, nausea, vaginal discharge, fatigue, adnexa uteri pain, coital bleeding and pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, amnesia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: over the past several years plaintiff complained about those symptoms to her healthcare providers including staff at the office of the physician who had implanted the device, and ultimately in 2016, physician advised her that he concluded her symptoms were related to her essure implant. Since the removal surgery most of the symptoms had resolved but some remain (unspecified) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. On (B)(6) 2016, she had pelvic and transvaginal ultrasound had impression of negative pelvic ultrasound. On (B)(6) 2016, she had final pathology report shows uterus, cervix bilateral fallopian tubes, hysterectomy m salpingectomy, -mid secretory endometrium, negative for hyperplasia and malignancy, unremarkable ecto and endocervix negative for viral cytopathic effect. Unremarkable fallopian tube cross section right ovarian cyst wall cystectomy-homographic corpus luteal cyst. Current weight was 170lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ lower abdominal pain(constant pain, severe)") and pelvic pain ("pain/ pelvic pain(constant pain, severe)") in a 28-year-old female patient who had essure (batch no. 628440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (21-sep-2000, 21-nov-2001, 30-nov-2004, 24-jun-2009.), add, multiple allergies, anemia, chickenpox, eye disorder, headache, migraine and ovarian cyst. She denied of smoking alcohol use. Previously administered products included for an unreported indication: nuvaring from 2004 to 1-sep-2008, marcaine and epinephrine. Concurrent conditions included body mass index normal. Family history included arthritis (maternal grandmother), bladder disorder (maternal grandmother), blood transfusion (maternal grandmother), clot blood (maternal grandmother), chronic obstructive lung disease (maternal grandmother), hypercholesterolemia (maternal grandmother) and neoplastic meningitis (father). Concomitant products included norethisterone (micronor) from 14-aug-2009 to 14-nov-2009 for contraception. On 14-aug-2009, the patient had essure inserted. On 28-aug-2009, 14 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On 1-sep-2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), headache ("headaches") and nausea ("nausea"). On 1-oct-2009, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). On 4-oct-2009, the patient experienced menorrhagia ("abnormal and heavy menstrual bleeding, prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 1-jan-2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("severe migraines with no migraine history prior to implantation"), the second episode of alopecia ("hair loss"), amnesia ("memory loss"), adnexa uteri pain ("pain in the tubal area that gets worse with periods"), coital bleeding ("most severe heavy bleeding cycles and worst during sex") and pain ("hurts from head to toe"). The patient was treated with analgesics, surgery (on 4-oct-2016 total hysterectomy in order to have the essure device removed) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and right ovarian cystectomy). Essure was removed on 14-nov-2016. At the time of the report, the abdominal pain lower, pelvic pain and dyspareunia was resolving, the dysmenorrhoea, back pain, migraine, the last episode of alopecia, amnesia, tooth disorder, headache, nausea, vaginal discharge, fatigue, adnexa uteri pain, coital bleeding and pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, amnesia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: over the past several years plaintiff complained about those symptoms to her healthcare providers including staff at the office of the physician who had implanted the device, and ultimately in 2016, physician advised her that he concluded her symptoms were related to her essure implant. Since the removal surgery most of the symptoms had resolved but some remain (unspecified) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. On 06-oct-2016, she had pelvic and transvaginal ultrasound had impression of negative pelvic ultrasound. On 14-nov-2016, she had final pathology report shows uterus, cervix bilateral fallopian tubes, hysterectomy m salpingectomy, -mid secretory endometrium, negative for hyperplasia and malignancy, unremarkable ecto and endocervix negative for viral cytopathic effect. Unremarkable fallopian tube cross section right ovarian cyst wall cystectomy-homographic corpus luteal cyst. Current weight was 170lbs. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet received: event outcome updated for pelvic pain, abdominal pain, bleeding, painful intercourse. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ lower abdominal pain(constant pain, severe)") and pelvic pain ("pain/ pelvic pain(constant pain, severe)") in a (B)(6) year-old female patient who had essure (batch no. 628440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2009.), add, multiple allergies, anemia, chickenpox, eye disorder, headache, migraine and ovarian cyst. She denied of smoking alcohol use. Previously administered products included for an unreported indication: nuvaring from 2004 to (B)(6) 2008, marcaine and epinephrine. Concurrent conditions included body mass index normal. Family history included arthritis (maternal grandmother), bladder disorder (maternal grandmother), blood transfusion (maternal grandmother), clot blood (maternal grandmother), chronic obstructive lung disease (maternal grandmother), hypercholesterolemia (maternal grandmother) and neoplastic meningitis (father). Concomitant products included norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 14 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal and heavy menstrual bleeding, prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("severe migraines with no migraine history prior to implantation"), the second episode of alopecia ("hair loss"), amnesia ("memory loss"), adnexa uteri pain ("pain in the tubal area that gets worse with periods"), coital bleeding ("most severe heavy bleeding cycles and worst during sex") and pain ("hurts from head to toe"). The patient was treated with analgesics, surgery (on (B)(6) 2016 total hysterectomy in order to have the essure device removed) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, the last episode of alopecia, amnesia, tooth disorder, vaginal haemorrhage, headache, nausea, vaginal discharge, fatigue, adnexa uteri pain, coital bleeding and pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, amnesia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: over the past several years plaintiff complained about those symptoms to her healthcare providers including staff at the office of the physician who had implanted the device, and ultimately in 2016, physician advised her that he concluded her symptoms were related to her essure implant. Since the removal surgery most of the symptoms had resolved but some remain (unspecified) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. On (B)(6) 2016, she had pelvic and transvaginal ultrasound had impression of negative pelvic ultrasound. On (B)(6) 2016, she had final pathology report shows uterus, cervix bilateral fallopian tubes, hysterectomy m salpingectomy, -mid secretory endometrium, negative for hyperplasia and malignancy, unremarkable ecto and endocervix negative for viral cytopathic effect. Unremarkable fallopian tube cross section right ovarian cyst wall cystectomy-homographic corpus luteal cyst. Current weight was (B)(6). Most recent follow-up information incorporated above includes: on 12-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data, concomitant drug, treatment drug were added. Updated suspect drug inaction and lot number as 628440. Added events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss , pain in the tubal area that gets worse with periods, hurts from head to toe, most severe heavy bleeding cycles and worst during sex. In (B)(6) 2016, she had removed essure device (previously reported as (B)(6) 2016). Updated onset date of event and onset date of events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-mar-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe lower abdominal pain, amongst non-serious events. Approximately nine years after essure insertion, plaintiff underwent total hysterectomy in order to have her coils removed. Abdominal pain lower is anticipated in the reference safety information for essure. During essure therapy, abdominal pain lower may occur. Considering the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.